Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please provide the broken suture code: currently, unknown.- please provide the suture and suture clip lot number: currently, unknown.- please provide the applier product code and lot number? The applier code is ka200 and lot number is unknown.- please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). - please explain how the clips were loading into the applier? Currently, unknown.- please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading yes.- was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao.- please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) ). The sales rep has.

Event description:
It was reported by the sales rep that during a laparoscopic pancreatectomy, the suture breaks. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Affiliate reference number:(B)(4). Please take photos for japanese customer.